Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt was unable to adjust the stimulation with the pt programmer. The stimulation has last been used two months ago. The device was charged. The reporter indicated there were coupling and/or communication issues during recharging. After using the antenna locate feature, the pt rec'd a power on reset (por) message and then the regular recharge screen. The pt had been directed to recharge until the device was recharged to 25% full and then interrogate with the pt programmer. Add'l info has been requested.